Event description:
Caller alleged discrepant results when compared with the lab. Results as follows: date: 2006 pt #1, inratio: 1.2, lab: 2.4; date: 2006 pt#2, inratio: 3.4, lab: 7.0. Pt #2 was hospitalized after the lab results came back.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006 pt #1, inratio: 1.2, lab: 2.4, mean: 1.8, confidence limits: 1.3-2.7; date: 2006 pt #2, inratio: 3.4, lab: 7.0, mean: 5.2, confidence limits: cannot be determined. Per text "patient #2 is hospitalized after the lab result came back in 2006." This is a adverse event case. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For pt #1, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. For pt #2, the confidence limits for inr testing cannot be determined. The mean is > 5.0 and the difference between inr's is > 2.2. The values were considered inaccurate. Products will be returned for investigation.